Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000576r, serial/lot: unknown. H3, h6) the system was serviced in the field and it was determined the dual speed starter board needed replacement. The starter board was replaced and the system then performed as intended. H6) multiple annex a codes were applied to capture the event. A1102 captures the error message and a0905 captures the interrupted x-ray exposure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an "early termination" error message. The site claimed they did not let go of the button too quickly. There was troubleshooting present. It was reported that switching to footswitch and rebooting did not resolve the issue. The site proceeded without navigation. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H3/h6 - evaluation of the returned starter board bi71000576r lot# s1820oal rev. C found no fault with the component. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.